Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer put insulin pump into suspend and took it back off. Customer awoke not feeling well with ketones and high blood glucose. Customer realized that insulin pump was not taken out of suspend but did not alarm or alert that pump was still in suspend. Customer's blood glucose was 5.6 mmol/l. Customer was advised to download to carelink in order to discuss findings.